Event description:
On 02/07/2000, the facility's purchasing assistant informed the manufacturer's (MFR.) Representative of the following: per the report she rec'd, a pinhole was noted in the shunt where the port meets the curved portion. Blood was seen leaking from the pinhole. No injury to the pt. No further details were provided.